Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 500 mg/dl. Crack on battery compartment was also reported. Alarm history revealed no delivery, low battery and low reservoir alarms. The insulin pump passed high pressure test. The device is not expected to be returned for analysis.